Manufacturer narrative:
The investigation is ongoing. Valve remains implanted.

Event description:
During a procedure using a 23mm sapien 3 valve, the valve was implanted under-expanded due to the 20mm sapien 3 ultra valve not being commercially available in the UK, the patient's anatomy was suitable for a 20mm. Approximately 6 years post implant the valve subsequently degraded and severe stenosis was reported. A successful valve-in-valve procedure was performed with a 20mm sapien 3 ultra valve with excellent results. The date of original implant and implant site is unknown at this time. Follow up attempts for additional information are being made.

Event description:
Information received indicated that the original valve was implanted in the aortic position 7 years ago with reduced leaflet mobility.

Manufacturer narrative:
The 23mm sapien 3 valve was not returned for evaluation. Without the return of the device for evaluation, visual inspection, functional testing, and dimensional analysis were unable to be completed. The following instructions for use (IFU) were reviewed: commander delivery system with sapien 3 valve. Based on this review, no IFU/training deficiencies were identified. While edwards durability testing of the sapien 3 valve meets and exceeds current iso standard and FDA guidance for bioprosthesis valve durability requirement (200 million cycles of accelerated wear testing (awt), which is equivalent to 5 years of durability), bioprosthetic valves are known to have a limited life span due to valve degeneration /deterioration. Valve degeneration/deterioration, including stenosis, is generally due to a gradual, multi-year, and patient-specific process of calcification of the leaflets, and it is a potential adverse event associated with bioprosthesis heart valves per IFU). With the known inherent risk of the device, valves that are reported for degeneration post-implantation over 5 years are considered natural deterioration of the valve and not a design or manufacturing deficiency. In this case, the device under investigation had been implanted for more than 7 years. There is no evidence of a design and/or manufacturing deficiency contributing to the reported event. Therefore, the risk management file review is completed, and no further action is needed. The complaint for valve degeneration was unable to be confirmed due to the unavailability of medical records/relevant imagery. The reported event does not allege a malfunction that could be related to an edwards manufacturing deficiency. A review of the IFU and training manuals revealed no deficiencies. During the manufacturing process, all sapien 3 valves are 100% visually inspected for defects and 100% tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect contributed to the event. Structural valve deterioration (svd) may be manifested as stenosis with thickened leaflets resulting in regurgitation. Svd may be mild and not require any intervention or it may be moderate to severe. It can cause the heart to work harder to eject blood from the ventricle. Depending on the severity it could be an indication for valve replacement or medical intervention. Tissue calcification is a very common failure mode. The mechanisms for bioprosthetic heart valve tissue calcification are not fully understood. Many factors can contribute to the onset and propagation of calcification including patient-related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. Due to the limited information, a definitive root cause was unable to be determined at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.